Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the storage space had failed. A field service engineer found no failures on the station. The fse used the hardware test application and ran the drawer through a battery of test - each pocket opened and ejected successfully. The fse checked beneath the drawer for contamination and found none. All connections to the controller boards at the rear of the drawer were verified and found to be well seated. Hardware test application tests for this device or storage space were performed. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the station had failed storage space and required maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.